Event description:
It was reported that the patient was hospitalized due to diarrhea and the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for sinus or atrial tachycardia. The patient received medication to control heart rate and increased doses of potassium magnesium to stabilize the electrical activity of cardiac muscle cell. The patient also received antiplatelet, regulating lipid, cardiac protection and sedative treatment. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.